Event description:
The patient contacted animas on (B)(6) 2013 inquiring when their pump¿s warranty expiration date is. The patient then divulged that one year ago they stopped sing the pump because their doctor and themselves programmed the settings wrong on the pump and caused them to have a low blood glucose (bg) of 30mg/dl. The physician told the patient to stopped using the pump. The patient stated that (B)(6) they will resume using the pump. This report is being made due to the patient¿s hyperglycemic event that resulted from the healthcare professional incorrectly programming the settings on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the healthcare professional and the patient incorrectly programming the settings on the pump.)